Event description:
On 6/26/91, rptr had a 3-level fusion (posterior and anterior) of spine. The surgeon used metal hardware (pedicle screws and rods). This was a very long surgery, 10 1/2 hrs with massive blood loss (unnecessarily long due to the hardware being implemented). Because of the lengthy surgery and blood loss rptr was overdosed and his respiratory system failed, resulting in the administering of a high dosage of narcan. The pain brought about by the narcan was excruciating. Rptr spent 10 days in the hosp during which time rptr began having problems with his left leg. Approx 4 months post-op rptr experienced 2 falls. Very shortly after the second fall rptr began having a lot of pain. Injections and other treatment were tried. Mostly rptr was treated as if it was all in his head. This continued until the surgeon did the explant surgery on 4/21/93, and discovered one of the screws had come loose. He told rptr that he could now see why he was in so much pain because, "it was a real mess in there." The surgeon removed all hardware at that time. Much relief to low back was experienced as a result. Unfortunately, rptr does occasionally experience some unsteadiness in his gait (more noticeable when getting tired). Furthermore, and for some time now rptr has been experiencing a great deal of pain in his upper back and neck. Event date shown as 6/26/92 - 4/21/93.